Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: coveredge x 32, upn: m365sc8352700, model: sc-8352-70. Serial: (B)(6), batch: 21349449. Brand name: null, upn: m365sc3354250, model: sc-3354-25, serial: (B)(6), batch: 7070019. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7070834 and 7071876.

Event description:
It was reported that for approximately the past two years, the patient was slowly experiencing the spinal cord stimulation system to be less effective. The physician assessed this was probably due to the patients deteriorating back. The patients system was reprogrammed however the issue persisted. The patient underwent an explant of the entire system and is recovering without issue. The explanted devices will not be returned as they were retained by the hospital.